Event description:
Mediport last assessed three weeks ago, and discovered that mediport was not functioning properly. Chest x-ray taken findings: "the subcutaneous port catheter is fractured. The port remains in the chest wall. The line is coiled in the region of the right atrium. Patient taken to cardiac cath lab for retrieval of catheter followed by removal of port.